Event description:
It was reported that a patient underwent an unknown spinal fusion procedure, sometime post-operatively, it was discovered that one screw was loose and one was broken. The patient underwent a revision; during the revision, the surgeon was unable to remove the broken screw completely and extended the fusion to s1. No additional complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.